Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol sepramesh ip (device #3) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2014) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b6, b7, d3, d4 (product catalog no., corporate lot no., expiry date., UDI no), g1, g3, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol sepramesh ip (device 3). An additional supplemental emdr's were submitted to represent the bard/davol ventralex mesh (device 1) and bard/davol ventralex mesh(device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1). On (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #2). On (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol sepramesh ip (device #3). The patient is making a claim for an adverse patient outcome against the two (2) ventralex (device #1 and device #2) and the sepramesh ip (device #3). The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with implant of ventralex mesh (device 1). Per op notes, ¿two hernia defects were identified in the fascia. A ventralex mesh (device 1) was placed and secured using sutures.¿ on (B)(6) 2011 - patient was diagnosed with recurrent umbilical hernia and pregnancy thereby underwent open repair with implant of ventralex mesh (device 2). Per op notes, ¿previous umbilical incision was opened. The hernia was palpated. Single discrete hernia adjacent to the previous mesh (device 1). The hernia sac was dissected out and excised. A ventralex mesh (device 2) was placed and secured using prolene sutures.¿ on (B)(6) 2015 - patient was diagnosed with incarcerated ventral hernia and recurrent umbilical hernia thereby underwent laparoscopic repair with excision of ventralex mesh (device 1 and 2) and implant of sepramesh ip (device 3). Per op notes, ¿two hernias in the rlq noted. The previous umbilical hernia mesh (device 1 and 2) free from the abdominal wall. The hernia defects were reduced. The previous meshes (device 1 and 2) were excised and removed. Both defects were joined. A large sepramesh ip (device 3) was placed and tacked using optifix tacker.¿ on (B)(6) 2017 - patient was diagnosed with adhesions and adrenal nodule thereby underwent laparoscopic repair with lysis of adhesions. Per op notes, ¿the prior mesh (device 3) was incised. Adhesions of prior hernia repair were lysed. The adrenal nodule was resected.¿

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol sepramesh ip (device #3) used to treat the patient. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol sepramesh ip (device #3). An additional emdr was submitted to represent the bard/davol ventralex (device #1) and bard/davol ventralex (device #2). Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1). On (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #2). On (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol sepramesh ip (device #3). The patient is making a claim for an adverse patient outcome against the two (2) ventralex (device #1 and device #2) and the sepramesh ip (device #3). The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿